Event description:
Customer reported that they received the optimum 45 deg straight w/safety with a retracted shield (378238 lot 6032324 ). The customer did not specify the date in which they found the shields to be retracted. There was no injury reported to patient or user. (1 of 2).